Event description:
The healthcare provider (hcp) via the representative reported the surgeon was at the point in the procedure where the right upper buttock (the pre-determined pocket site from stage 1 procedure) was opened and was in the process of unscrewing the extensions from the leads when the patient began to cough. The physician asked the anesthesiologist if they would like her to stop the procedure but the anesthesiologist indicated the doctor could continue. Approximately 2-3 minutes later, the anesthesiologist stated the patient was not breathing. This occurred at approximately the 10-minute mark. The procedure was promptly stopped and the patient was placed in a supine position and intubated. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed and if any interventions were taken to resolve the issue. It was unknown if the issue was resolved at the time of report. It was noted the leads and extensions were completely removed prior to the patient being transported to the hospital.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.medical safety indicated that the previously reported issue was unrelated the manufacturer .medical safety is part of manufacturer investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.